Event description:
Caller reported a malfunction on the pump, but the exact details and event date of the issue were not available. There was no reported impact on the customer's blood glucose level. Technical support arranged for a replacement pump with updated software to be sent to the customer, and instructions were given for returning the defective pump. The customer understood and acknowledged the steps needed upon receiving the new pump, including how to put the current pump into storage mode.